Event description:
The email received for the (B)(4) study indicated that during index procedure, the patient had an ischemic stroke. The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the carotid artery. Medical history includes previous cva. The target lesion location was the right internal carotid artery spanning to the ostium of the external carotid. The vessel was described as concentric and moderately calcified. The length of the lesion was 30mm and the rate of stenosis was 80%. An angioguard (601814rmc/ lot 70612420) embolic protection device was deployed in the distal internal carotid, and the lesion was pre-dilated with a 4x20mm trek balloon to 12 atmospheres. The patient had some mild bradycardia that responded to 0.5mg of atropine. A precise (pc0830rxc / lot 15637994) stent was successfully deployed in the lesion. The patient had no real drop in blood pressure, but his heart remained in the high 40's and therefore received another 0.5mg of atropine. The stent was post dilated with a 5.5x 20 mm aviator balloon to 14 atmospheres. After post dilation the patient had some difficulty moving his left hand and some facial droop. Blood flow was regained, but somewhat slow into the filter which appeared to be full. Therefore, the filter was removed and brisk flow through the cranium was seen. The filter basket did have debris in it when inspected outside the patient. When the patient was taken to the recovery room he was nearly back to baseline and by discharge was back to baseline. Post procedure MRI showed signs of embolic stroke.

Manufacturer narrative:
The email received for the (B)(6) study indicated that during index procedure the patient had an ischemic stroke. The patient is a (B)(6) male who was enrolled in the (B)(6) study for stenting of the right internal carotid artery spanning to the ostium of the external carotid. The vessel was described as concentric and moderately calcified. The length of the lesion was 30mm and the rate of stenosis was 80%. An angioguard was deployed in the distal internal carotid, and the lesion was pre-dilated with a 4x20mm trek balloon to 12 atmospheres. The patient had some mild bradycardia that responded to 0.5mg of atropine. The patient had no real drop in blood pressure, but his heart rate remained in the high 40's and therefore received another 0.5mg of atropine. A precise stent was successfully deployed and post dilated with a 5.5x 20 mm aviator balloon to 14 atmospheres. After post dilation the patient had some difficulty moving his left hand and some facial droop. Blood flow was regained, but somewhat slow into the filter which appeared to be full. Therefore the filter was removed and brisk flow through the cranium was seen. The filter basket did have debris in it when inspected outside the patient. When the patient was taken to the recovery room he was nearly back to baseline and by discharge was back to baseline. Post procedure MRI showed signs of embolic stroke. The patient's medical history includes hyperlipidemia, cardiac arrhythmia, CABG, history of smoking, diabetes mellitus, coronary artery disease, coronary percutaneous revascularization and hypertension. High risk criteria include knowledge of two or more proximal or major diseased coronary arteries with > 70% stenosis that have not or cannot be revascularized. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. This is an inherent risk of the procedure and does not represent a device malfunction. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9616099-2012-00415, 1016427-2012-00106, and 9616099-2012-00416.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report #s 9616099-2012-00415, 1016427-2012-00106, and 9616099-2012-00416.